Manufacturer narrative:
Additional, changed, and/or corrected data: a1, b5, d6a.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade ii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, wrinkling and silicone migration.

Event description:
Healthcare professional reported lymphadenopathy, wrinkling and silicone migration. The device remains implanted. This relates to the right side.

Event description:
Healthcare professional reported 'in the right axillary region, 2 hyperechogenic heterogeneous lymph nodes are observed that cast a dirty shadow. Mammary tissue of heterogeneous composition, right axillary region with data suggestive of adenopathy due to silicone infiltration'. Healthcare professional later reported "grade ii capsular contracture." Devices was explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: wrinkling: observed creases on the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.